Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow-up to medwatch #mw5067573.

Event description:
Laparoscopic robotic gastric bypass - "surgeon assistant noticed that applied medical kll fios first entry trocar "cap" was disconnecting from sleeve of trocar when an instrument was inserted through the trocar. Trocar was removed from field and replaced. Diagnosis or reason for use: laparoscopic robotic gastric bypass. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no." Patient status - no adverse event.

Manufacturer narrative:
The event product was returned for evaluation. Upon inspection, engineering was able to confirm the complainant's experience. The distance between the latch tabs was measured and was found to be out of specification. The root cause of the seal housing dislodgement is likely due to the distance between the two tabs not meeting specifications. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. This report is to follow-up to medwatch #mw5067573.